Manufacturer narrative:
Trackwise #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1- event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported after insertion into the aorta, the hst iii system (4.3mm) seal failed to deploy and exited with the delivery device. The seal did not remain in the aorta, and the seal then deployed outside the aorta. The procedure was successfully completed using a new, replacement device but size 3,8. The original device was removed and replaced intraoperatively without conversion to an alternative technique. There was a moderate procedural delay of approximately 15 minutes due to the need to assess the malfunction, retrieve a new device, and reinitiate the deployment process. No patient harm was observed. The patient remained hemodynamically stable throughout the procedure, and no injury or clinical deterioration occurred as a result of the device issue.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, d10, e1 (event site name), g3, g6, h2, h3, h6, h11. Due to character limitation in e1 for event site name, the full event site name is the (B)(6). Due to character limitation in d10 for concomitant medical products, the full concomitant medical products are heparin (systemic anticoagulation), papaverine (topical vasodilator for conduit treatment), prolene 7-0, 8-0 (suture materials), standard surgical instruments (e.g., stabilizer, retractors), ttfm (transit-time flow measurement device). The device was returned to the factory for evaluation on 07/16/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The delivery device with the opened deployed seal was observed in the delivery device. The blue safety lock was off and the white plunger were not observed in the photograph. The intact seal and tension spring assembly was observed outside the delivery device. There were no visual defects observed on the intact seal or tension spring assembly. An investigation was conducted on 7/21/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the loaded seal. The blue safety lock was off and the white plunger fully depressed. The seal was observed in a deployed open state. The seal and tension spring assembly was removed from the delivery device with no physical or visual defects observed. There were no visual defects observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000473063 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.